Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified rupture, fold creases and red particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis as it is not possible to determine the cause of the event. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, silicone migration and rupture

Event description:
Patient reported inflammation. Medical reports note "presence of silicone in the retrosternal region" and "migration of silicone into the axillary lymph nodes" with "no definite sign of rupture". Rupture was not reported, however it was noted during lab analysis of device photos. Right side. Device explanted.